Event description:
A surgeon reports a patient developed corneal edema and uveitis following intraocular lens implant surgery. Tyndall effect was present with descement's folds. The pt is being treated with a corticosteriod and antibiotics and their condition is reported as favorable with treatment.